Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call display anomaly. The customer's blood glucose was 114mg/dl at the time of call. Trouble shooting was performed and found display is flashing. Advised the insulin pump will need to be replaced. Advice to discontinue use of the device and revert to backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the self test, sleep current measurement, active current measurement, and displacement test. Insulin pump powered up properly after battery installation. No missing segments or partial display noted. The insulin pump was monitored for a day and no missing segments or display anomaly noted. Pump received with broken battery tube threads. (B)(4).